Event description:
Pt had a trapease filter placed in the ivc at the level of the renal veins as prophlactic treatment secondary to multiple trauma from a motorcycle accident. No anticoagulaton therapy was given pre- or post-procedure due to the trauma. There was no note of thombus at the delivery site prior to post. An ap venocavogram was completed post procedurally. The access site was the right femoral and there were no procedural complications. The pt was asymptomatic post-procedure. However, the pt expired eight days later, and the autopsy report attributed the death to massive pulmonary embolism, wit the ivc fully thromboses. No additional info has been forthcoming despite multiple requests.